Manufacturer narrative:
This report is submitted on 8 march 2021.

Manufacturer narrative:
This report is submitted on december 22, 2020.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2020. There was no infection or medical indication related to the decision to explant the device. There are no plans to reimplant the patient with a new device as of the date of this report.